Event description:
On 03/04/1999, following a diagnostic procedure an angio-seal device was placed in a pt's right groin. During the deployment the surgeon cut the suture with complete loss of tension, while removing the tamper tube. When the post placement tension spring was removed there was immediate bleeding that could not be controlled with manual pressure or a c-clamp. The pt was taken to surgery where a thrombectomy was performed. During the surgery a plaque formation was noted on the posterior wall, but the angio-seal device was not visualized. The surgeon thought that the device was most likely deployed subcutaneously. The pt wad discharged the next day in satisfactory condition. As of 04/01/1999, there has been no further report to the MFR of complication or add'l pt sequelae.